Event description:
It was reported that customer was experiencing low blood glucose level. The blood glucose level of customer was 2.6mmol/l. Current blood glucose level was 8 mmol/l. Customer was using insulin pump within 48 hours of reported low blood glucose event. Customer did not allege that insulin pump was over delivering insulin. Customer was treated with food. Auto mode feature was active at the time of incident. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.